Event description:
The clinician reported that on the day of immediate attempted placement in ada site 19 in the mouth, the implant achieved primary stability in type ii bone. However, noting the patient's pain and nerve encroachment, the clinician elected not to place another implant and will wait for site to heal before inserting one. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of immediate attempted placement in ada site 19 in the mouth, the implant achieved primary stability in type ii bone. However, noting the patient's pain and nerve encroachment, the clinician elected not to place another implant and will wait for site to heal before inserting one. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.